Manufacturer narrative:
This event occurred in (B)(6). The customer performed a hardware check. The customer noticed the "laundry tubing has rubbed and is discolored." The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 6000 c (501) module. The customer confirmed the qc was ok prior to patient testing. The patient's initial creatinine result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial creatinine result was 200 umol/l, and the patient's repeat result was 90 umol/l. The creatinine reagent lot number was 459712 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer exchanged the rinse tubing and the gear pump head. He performed system checks and verified the analyzer was running ok. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.